Event description:
During the implant procedure, while using the medtronic tunneling tool, the patient experienced bleeding during tunneling. The surgeon applied pressure for 10 minutes to stop the bleeding. After the implant, the patient presented with a hematoma on the right side of the neck. The surgeon brought the patient back into surgery and evacuated the hematoma and used cautery to control the bleeding. This resolved the issue.